Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was play on the up/down knob. It was also noted that there were deep dents in distal end plastic and the bending section rubber glue had cracks. The insertion tube boot had a tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope angulation knob felt too loose but angulation worked. The issue was found during preparation for use. Inspection and testing of the returned device found that there was residue in the biopsy channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and no additional event or device reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.